Event description:
The customer reported that while the iabp was in use on a patient, the iabp balloon would not fully inflate. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the pump and could not reproduce the event. Adjusted bimba cylinder to auto fill from 92 to 97. Completed functional tests to factory specifications. Pump was returned to the customer. (B)(4).